Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on, but the display was distorted. The core board was replaced and the unit functioned as designed. A review of the history of this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event. There was no pt involvement.

Event description:
It was reported that the display is failing. They notice that after a could of hours the whole display wil start "shimmering" and/or scrolls or the whole screen turns red. This may occur after a power cycle or after a few hours of operation. The customer states that they were able to reproduce the issue at least 4 times and they indicated that there were no error messages; unit will engage in monitoring activities. No pt incident was reported.